Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had an embolic cerebrovascular accident on (B)(6) 2015, which led to a hemorrhagic stroke. The patient was still in-patient on heparin from implant at the time of the stroke. The patient had residual vision disturbances post stroke with reported improvement prior to discharge. After treatment, the patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through the evaluation. The patient was treated for the stroke and discharged home. A full analysis of (B)(4) could not be conducted because the patient remains ongoing on vad support. However, the instructions for use lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.